Event description:
It was reported by the affiliate that during a lap nephrectomy procedure, the staple line was not formed completely. Another like device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated , but unavailable at this time.